Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported being in the hospital. A follow up call was made to the patient's nurse and it was reported that the patient was admitted to the hospital on (B)(6) 2017 due to peritonitis infection. He stated that the patient is still being treated for peritonitis but was unaware of the antibiotic. Additional information has been solicited.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Although a temporal relationship between the diagnoses of peritonitis, subsequent hospitalization and the fresenius products exists. There is no documentation in the complaint file supporting a possible causal association between the fresenius products and the subsequent event of peritonitis requiring hospitalization. The etiology/causality of this peritonitis event is unknown.